Event description:
Medtronic received information that following the implant of a permanent pacemaker with boston scientific leads, a probable atrial lead micro-perforation and right ventricular lead dislodgement were noted. Subsequently, the patient underwent an atrial and ventricular lead revision. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)